Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a no power (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/11/2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the black box revealed a related alarm. No damage or moisture was observed to the pump case including the battery compartment. The returned battery cap was undamaged and was able to secure properly to the pump. Leak testing found no leaks. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. There¿s no evidence of moisture in the pump¿s internal components. Unrelated to the complaint, the display was dim and discolored.